Manufacturer narrative:
(B)(6). (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "leaking tubing set - tubing leaking from the bottom of chamber. Type of drug: unknown."